Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with the arrow sheath. The sterling catheter was received through the returned sheath. There were three stretched/elongated portions in the shaft located approximately 28 - 39 cm, 18.5 - 22 cm, and 4.5 cm from the hub and several kinks throughout the length of the device. The inner shaft had moved 5.25 cm from the hub. The damage to the distal tip included several scratches. There was no evidence of material or manufacturing deficiencies. Deflation of the balloon was not possible because of the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, balloon deflation difficulties occurred. The device was prepped no problems noted. 50% contrast ratio was used. A 6f, 45cm non-bsc sheath was used to gain access via the right femoral artery. The target lesion was located in the left superficial femoral artery. The 6.0x60/80 4f sterling balloon was advanced over a 0.018 non-bsc guide wire to the lesion with no resistance noted and the balloon was inflated completely and without difficulty using a 2ml luer lock syringe. The physician attempted to deflate the balloon, but the balloon failed to deflate. The device was then pulled back fully inflated into the end of the sheath, and both the sheath and balloon catheter were removed together. It was noted that the shaft of the device was kinked and stretched. Once removed outside the patient, it was still not possible to deflate the balloon. A new sheath was inserted and the procedure was completed with another balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an angioplasty treatment procedure, balloon deflation difficulties occurred. The device was prepped no problems noted. 50% contrast ratio was used. A 6f, 45cm non-bsc sheath was used to gain access via the right femoral artery. The target lesion was located in the left superficial femoral artery. The 6.0x60/80 4f sterling balloon was advanced over a 0.018 non-bsc guide wire to the lesion with no resistance noted and the balloon was inflated completely and without difficulty using a 2ml luer lock syringe. The physician attempted to deflate the balloon, but the balloon failed to deflate. The device was then pulled back fully inflated into the end of the sheath, and both the sheath and balloon catheter were removed together. It was noted that the shaft of the device was kinked and stretched. Once removed outside the patient, it was still not possible to deflate the balloon. A new sheath was inserted and the procedure was completed with another balloon. No patient complications were reported and the patient's status is stable.